Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse ran sample test to check quality of specimen being aliquoted. The cse replaced the aliquot probe, and adjusted bottom correction of sample probe. The cse performed mixer diagnostic testing and total service visit. The cse ran test and service methods. The customer verified the operation by running quality controls. The cause the operator reporting results flagged with "abnormal assay" is failure to follow instructions. As per the dimension vista® system operator's guide, when an "abnormal assay" flag is obtained: "the result cannot be reported. Rerun the sample." The cause of the discordant, falsely low glucose and calcium results obtained on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant falsely low glucose (glu) and calcium (ca) results were obtained on patient samples on a dimension vista 500 instrument. Multiple ca results and all glu results were flagged with "abnormal assay" errors and were erroneously reported to the physician(s). Initial ca results for all other patients were flagged with "below assay range" errors, and a result was not obtained on the instrument. The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu and ca results.